Event description:
It was reported that (1) device was used during a bowel procedure. It was reported by the rep that the tlc75 was fired and the surgeon gave the device to the nurse for reload. The device was then given back to the surgeon and the tlc75 was stuck in lockout. They tried again and the same thing occurred. Nurse pulled another tlc75 to complete the case. There was no consequence to the pt.